Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary administration set experienced the tubing detaching. The following information was provided by the initial reporter: the product came apart as the nurse tested the tubing; the tubing detached- where the drip chamber attaches to the tubing.

Event description:
It was reported that the bd secondary administration set experienced the tubing detaching. The following information was provided by the initial reporter: the product came apart as the nurse tested the tubing; the tubing detached- where the drip chamber attaches to the tubing.

Manufacturer narrative:
Investigation summary : the customer's complaint of separation could not be investigated due to the sample being stopped in transit. The tracking shows a halt in shipment in memphis, tn. Without the sample being received from the customer, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10014881 lot number 21109212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.